Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: pelvic infix anterior; dr (B)(6), (B)(6) hospital (B)(6) 2018. Screwdrivers both burred at the tips whilst putting screws in on the right and left hand side of the pelvis. This happened on insertion and no effect to the patient. This did however add time to the procedure as the surgeon had to use a different approach to continue advancement of the screw. The sharp probe was used to create the pathway for screw insertion and bent due to tough bone. No adverse event to the patient. Patient outcome post surgery: surgery went well in the end.

Manufacturer narrative:
Product complaint #: (B)(4).